Event description:
It was reported that a patient who was lost to follow up presented to the hospital. Upon interrogation, it was determined that the device was past end of life. A new generator was implanted. After generator implantation, it was noted that the atrial lead exhibited inadequate capture and the fluoroscopy revealed lead dislodgement. The physician elected to connect the lead to the new generator. Patient was stable and will continue to be monitored through merlin.

Manufacturer narrative:
High capture threshold. The correct manufacturing date is (B)(6) 2007.

Event description:
New information on (B)(6) 2017 states that the patient had twiddler's syndrome that led to lead dislodgement and high impedance. The right atrial lead was extracted and replaced. The explant procedure was performed successfully. The patient was stable prior, during and post procedure.

Event description:
New information received on 8/16/2017 states that the lead had clavicular crush; the lead was explanted and replaced on (B)(6) 2017.

Manufacturer narrative:
A partial lead with the distal portion measuring 59.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.